Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room supervisor reported that during a procedure there was no phacoemulsification power. The case was completed using an alternate handpiece. It was later noted that the scrub technician had not set up the system correctly with that handpiece. No further information is expected.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer confirmed the system is functioning as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 8, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event was attributed to the user error by incorrectly set up the system and handpiece. (B)(4).